Manufacturer narrative:
Our tech support made a f/u call and left a message, but we have not heard back for the customer.

Event description:
The customer stated that the central monitoring system (cns) had communication loss on all the beds for about a couple of minutes then comes back. The customer is trying to restart the system and will call back if the issue persists. MFR ref # 8030229-2014-00097.